Event description:
A breast biopsy using a mammotome right biopsy device was followed by marker placement using a gel mark biopsy site marker. Md reported that she deployed the pellets with no resistance, but felt resistance on attempting to remove the applicator. Feeling resistance, she removed the application and mammotome probe as a unit, and noticed that the tip had been sheared off the application. Md could not find tip in probe and presumes it was left in pt. No plans to retrieve tip. No pt adverse effects.